Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed to remove certain medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication failed to be removed from the station by the customer. The customer stated that the issue was with the epic update and also requested to change the medication identifier. The technical support specialist (tss) resolved the issue, and no information was provided on how the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.